Event description:
User alleges one incident, where dr experienced a problem threading the catheter and the catheter tip sheared off and remained in pt. The catheter was a styletted model. He used the catheter without the stylet. He advanced the catheter a short distance beyond the tip of the needle and it would pass no further (perhaps 1/2 to 1 cm). He withdrew the catheter through the needle and the tip was sheared off.

Manufacturer narrative:
Evaluation: a review of mfg records showed no problems during MFR. A review of complaints database show no other reports on this device lot number. The actual sample was not returned for eval. Based on history, this type of event is typically caused by the user pulling the catheter back against the needle bevel. The instructions for use has a precaution "never withdraw catheter back through needle."